Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of approx. 2 months. The original anterior bridge of the proximal lag screw drill hole had extremely been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points found on nail ¿ specifically at medial ¿ indicated high axial load application. Referring to available information a more precise statement was not possible from technical point of view. As no pre-, intra- and immediate post-op x-rays were available a medical assessment was deemed not being reasonable. The surgeon¿s instructions regarding post-op weight bearing were not available. The patient¿s actual behavior remained unknown. It could not be excluded that the patient¿s weight may have contributed to the event. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
Patient had a short gamma nail implanted previously. Patient came back to get it removed after a fall caused hip pain. We removed short nail and replaced with a long gamma. Short gamma nail was broken. This was visible on x-ray."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had a short gamma nail implanted previously. Patient came back to get it removed after a fall caused hip pain. We removed short nail and replaced with a long gamma. Short gamma nail was broken. This was visible on x-ray."